Event description:
It was reported that while attempting to deploy the stent (subject device), the stent partially deployed. The device was removed, and another stent was used to complete the procedure. It was reported that "no harm to patient" occurred.